Event description:
During inspection of a 32 piece lot of apex arc hip stems, size 2, ha coated prior to packaging for sterilization, areas of discoloration were noted on 19 of the 32 and rejected. The remaining 13 pieces that did not have any visible discoloration were processed as usual and released for distribution. Samples from the 19 rejected pieces were sent for testing and the discoloration was identified as a long chain aliphatic amide. The source of the contaminant is under investigation. As a precautionary measure, omni initiated a recall to retrieve the 13 pieces that had been distributed. Four had already been implanted. All affected agencies have been notified. Toxicological testing of the contaminant is being initiated and a follow-up report as well as communication to the affected agencies will be completed when results are available.